Event description:
It was reported that the patient experienced shortness of breath. The right ventricular lead was undersensing and failed to capture. The lead had also dislodged. The lead was repositioned and remains in use. The patient is enrolled in (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 lead, (B)(6) 2013. (B)(4).